Event description:
The patient reported blood glucose (bg) levels rose to 18 mmol/l (324 mg/dl) between 5 and 24 hours of wearing the pod. The patient stated boluses were administered but did not correct the high bg levels. The patient believes the issue is related to the cannula not being properly inserted deep enough in the infusion site. The patient further stated the 45-degree angle and 6 mm length of injection is not sufficient in their case as they have some places on their body that are not suitable for the pod, and they must use the same spots too many times leading to scars. The patient believes because of this, insulin coming out of the pod is not having the desired effect on their bg levels. The patient reported they are switching to a different diabetes management system and believes it will address the problem.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.